Event description:
It was reported during implant, the left ventricular lead was unable to pass the patient's lateral branch as it was too large. The lead was not used and a smaller lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received. No anomalies were found.